Event description:
Device was used to diagnose the pt to be in ventricular fibrillation. The report is not clear, but the attached defibrillator was used to deliver energy to the pt. The reporter alleged the pacer was not working at some time during the use, but did not provide any details regarding this allegation. The pt was not resuscitated.